Event description:
It was reported that the intraocular lens (iol) was defective while opening the package, prior to patient contact. It looked to be upside down. Through follow-up we learned that there was patient contact. When the iol was placed in the eye it was observed, that the implant was upside down and twisted although it had been fitted correctly inside the cartridge. The lens was removed. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: not applicable. The intraocular lens was inserted and removed during the same procedure. Section d6b - explant date: not applicable. The intraocular lens was inserted and removed during the same procedure. Section e1 - telephone number:(B)(6). Device evaluation: product was returned for evaluation. Visual inspection of the lens case revealed that there was no lens received as part of this return. Inspection of the lens insert revealed no damage. The lens case clicked when centered over the daisy wheel. The suspect lens testing could not be performed because the lens was not returned. Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.